Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel leakage. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Event description:
Operation channel buckled, leaky at 110 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.